Event description:
As reported: "revision due to infection and non union."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. In general, it can be stated that the involved device was distributed unsterile and as stated in the instructions for cleaning, sterilization, inspection and maintenance; the final responsibility for verifying sterility, using the equipment and processes of the healthcare facility, and the parameters supplied by stryker t&e, lies with the healthcare facility. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required currently. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "revision due to infection and non union."